Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w ver. 4.10c. The pump was received with a missing display window cover, and cracked keypad overlay. Unit p-cap/test reservoir locked properly in place. The pump passed the displacement test.

Event description:
Medtronic received information that damage physical or cosmetic occurred. There was no adverse impact or consequence reported as a result of this event.